Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Sample was not returned for evaluation. The reported issue was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter an issue of iodine sponge falling off from connection shield, before use. There was no patient involvement. There was no injury or medical intervention reported associated with this issue.